Manufacturer narrative:
Per the manufacturer¿s subsidiary, the gas calibration button remained grey during the heart lung machine (hlm) preparation so gas calibration could not be preformed. The user replaced it with the manual gas blender. No abnormality was found on the provided gas pressure during bypass. The manufacturer¿s subsidiary reviewed the logs and 'low oxygen supply pressure' and 'low air supply pressure' messages were recorded. The subsidiary suspected this may have prevented the gas calibration button from being activated. When the subsidiary¿s service engineer used the pressure gauge to check the o2 and air pressure before checking the epgs on site, the o2 pressure was 0.42 megapascals (mpa) and the air pressure was 0.40 mpa, which was stable. Therefore, it was determined to be unlikely that there was a problem on the pressure supply.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) oxygen (o2) analyzer calibration failed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis: 07:55:08 a perfusion screen was opened. 08:23:16 perfusion screen was exited, system was rebooted resetting the 15 minute timer. 08:26:26 a perfusion screen was opened. 08:42:16 perfusion screen was exited. 08:42:41 a perfusion screen was opened. 08:43:21 perfusion screen was exited, system was rebooted resetting the 15 minute timer. 08:45:12 a perfusion screen was opened. 10:31:49 lost input air pressure. The gas system has software version 1.30 which has a 15 minute warm up period. During the warm up period the calibrate button will be grayed out. When the input air pressure is lost the calibrate button will also be grayed out as reported. It is possible that when the user tried to calibrate the warm up period had not completed, or was not aware of the low air pressure condition. Either one of these would cause the reported issue and is normal behavior of the gas system. There was no indication of a problem with the gas system in the log. The service repair technician (srt) could not duplicate the complaint. The electronic patient gas system (epgs) was powered up and connected to air and oxygen (o2) at 50 pounds per square inch (psi). The srt waited the 15 minute warmup cycle and calibrated the o2 analyzer twice successfully. He monitored the epgs and did not observe a 'o2 analyzer calibration failed' message. The unit was reconditioned. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the electronic patient gas system (epgs) pod module as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d9, h3 and h6 during laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to calibrate successfully three times and to pass verification/release testing.